Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported they are over halfway through their treatment and they do not see much difference, they are concerned with overbite. The also reported the aligners cutting their lip.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.